Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparacopic cholesystectomy event description: during a laprascopic cholesystectomy, the general surgeon needed to use the clip applier and when trying to apply the clip to the cystic artery the clip applier would not load the clips, tried quiet a few times but still not loading. This lot number was one of the new clip appliers that were delivered to the hospital last week. They opened another clip applier to complete the surgery patient status: patient is well intervention: they opened another clip applier to complete the surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparacopic cholesystectomy. Event description: during a laprascopic cholesystectomy, the general surgeon needed to use the clip applier and when trying to apply the clip to the cystic artery the clip applier would not load the clips, tried quiet a few times but still not loading. This lot number was one of the new clip appliers that were delivered to the hospital last week. They opened another clip applier to complete the surgery. Patient status: patient is well. Intervention: they opened another clip applier to complete the surgery.